Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the staples were malformed. Another device was used to complete the case with no patient consequence.